Event description:
On (B)(6) 2012, patient reported there is a diagonal crack across the infusion device display. There are no black spots but the display appears to be faded. The infusion device was dropped on a hard surface in the past 48 hours. Patient reported she is unable to read the insulin delivery amounts. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. (B)(4): product not returned.